Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial tachycardia procedure an intellanav mifi open-irrigated ablation catheter was selected for use. The catheter was located in the coronary sinus, when the irrigation pipe on the handle of the catheter was broken. An exchange of the catheter resolved the issue. The procedure was completed without any patient complications.